Event description:
Patient reported left side "concern with the product." Patient additionally reported pain and deflation. Additionally, healthcare professional reported "particles in valve" and "leak noted at valve site." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, delamination in the diaphragm valve, and yellow particles in the inside in the shell. A leak test was performed and identified an opening on the anterior. A microscopic analysis was performed which identified a striated edge opening. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on anterior side due to surgical damage consisted with the use of a surgical tool.

Event description:
Healthcare professional additionally reported "particles in valve" and "leak noted at valve site". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient's concern with the product.

Event description:
Patient reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product, pain and deflation. Healthcare professional confirmed a possible left side deflation. Device remains implanted.